Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain / hip pain in left hip"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating / e-belly so bad in the evening I looked pregnant"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side, hip pain"), insomnia ("hashimoto's insomnia"), tooth fracture ("two broken teeth"), mood swings ("mood swings"), hot flush ("hot flashes"), raynaud's phenomenon ("raynaud¿s"), granuloma annulare ("granuloma annulare"), menopause ("menopause") and feeling cold ("freezing cold sensation"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin, visual impairment, pain in hip, insomnia, tooth fracture, mood swings, hot flush, raynaud's phenomenon, granuloma annulare, menopause and feeling cold outcome was unknown, the alopecia was resolving and the tooth loss and pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dry skin, feeling abnormal, feeling cold, female reproductive tract disorder, fistula, granuloma annulare, hot flush, hypothyroidism, insomnia, joint pain, menopause, mood swings, pain in extremity, palpitations, pelvic pain, raynaud's phenomenon, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complain. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter added. Events added - mood swings, hot flashes, raynaud¿s, granuloma annulare, menopause, freezing cold sensation added. Outcome of the events alopecia, broken teeth updated. On 23-mar-2020: processed with fu 11. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side") and insomnia ("hashimoto's insomnia"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin and visual impairment outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dry skin, feeling abnormal, female reproductive tract disorder, fistula, hypothyroidism, insomnia, joint pain, pain in extremity, palpitations, pelvic pain, tooth loss, visual impairment and pain in hip to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: new events severe hip pain on the left side and hashimoto's insomnia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side"), insomnia ("hashimoto's insomnia") and tooth fracture ("two broken teeth"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin, visual impairment and tooth fracture outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dry skin, feeling abnormal, female reproductive tract disorder, fistula, hypothyroidism, insomnia, joint pain, pain in extremity, palpitations, pelvic pain, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: reporter added. Event broken teeth added. Fu 8 and 9 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, fibroids, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), hypothyroidism ("hypothyroid"), arthralgia ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss"), genital disorder female ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin") and visual impairment ("vision problem"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, arthralgia, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, genital disorder female, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin and visual impairment outcome was unknown. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, dry skin, feeling abnormal, fistula, genital disorder female, hypothyroidism, palpitations, pelvic pain, tooth loss and visual impairment to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis / hashimoto¿s thyroiditis"), hypothyroidism ("hypothyroid"), joint pain ("joint pain / hip pain in left hip"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss, she had two broken teeth"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating / e-belly so bad in the evening I looked pregnant"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem"), pain in extremity ("I had horrible pain in my left upper thigh"), pain in hip ("severe hip pain on left side, hip pain"), insomnia ("hashimoto's insomnia"), tooth fracture ("two broken teeth"), mood swings ("mood swings"), hot flush ("hot flashes"), raynaud's phenomenon ("raynaud¿s"), granuloma annulare ("granuloma annulare"), menopause ("menopause") and feeling cold ("freezing cold sensation"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure, coil and tubes removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, joint pain, amenorrhoea, allergy to metals, fistula, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin, visual impairment, pain in hip, insomnia, tooth fracture, mood swings, hot flush, raynaud's phenomenon, granuloma annulare, menopause and feeling cold outcome was unknown, the alopecia was resolving and the tooth loss and pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, autoimmune thyroiditis, dry skin, feeling abnormal, feeling cold, female reproductive tract disorder, fistula, granuloma annulare, hot flush, hypothyroidism, insomnia, joint pain, menopause, mood swings, pain in extremity, palpitations, pelvic pain, raynaud's phenomenon, tooth fracture, tooth loss, visual impairment and pain in hip to be related to essure. The reporter commented: legacy device report num 2951250-2019-14038 medwatch 3500a MFR number. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this record was detected to be a duplicate to record (B)(4) which will be deleted from bayer safety database after all information was transferred to this record (B)(4) which will be retained. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') and autoimmune thyroiditis ('autoimmune like symptoms/hashimoto thyroiditis') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), hypothyroidism ("hypothyroid"), arthralgia ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem") and pain in extremity ("I had horrible pain in my left upper thigh"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, arthralgia, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin and visual impairment outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, dry skin, feeling abnormal, female reproductive tract disorder, fistula, hypothyroidism, pain in extremity, palpitations, pelvic pain, tooth loss and visual impairment to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: social received- new event I had horrible pain in my left upper thigh were added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis (seriousness criterion medically significant), hypothyroidism ("hypothyroid"), arthralgia ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss"), genital disorder female ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin") and visual impairment ("vision problem"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, arthralgia, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, genital disorder female, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin and visual impairment outcome was unknown. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, dry skin, feeling abnormal, fistula, genital disorder female, hypothyroidism, palpitations, pelvic pain, tooth loss and visual impairment to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included melanoma, menopausal, d & c, submucous leiomyoma of uterus, anxious mood and uterine ablation. Concomitant products included levothyroxine sodium (synthroid) and liothyronine sodium (cytomel). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune thyroiditis ("autoimmune like symptoms/hashimoto thyroiditis"), hypothyroidism ("hypothyroid"), arthralgia ("joint pain"), amenorrhoea ("amenorrhea"), allergy to metals ("nickel sensitivity"), fistula ("fistulae"), alopecia ("hair loss"), tooth loss ("tooth loss"), female reproductive tract disorder ("gynecological issues"), feeling abnormal ("brain fog"), affective disorder ("mood disorder"), abdominal distension ("severe bloating"), palpitations ("heart palpitation"), dry skin ("dry skin"), visual impairment ("vision problem") and pain in extremity ("I had horrible pain in my left upper thigh"). The patient was treated with surgery (triple puncture with bilateral salpingectomy, removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, autoimmune thyroiditis, hypothyroidism, arthralgia, amenorrhoea, allergy to metals, fistula, alopecia, tooth loss, female reproductive tract disorder, feeling abnormal, affective disorder, abdominal distension, palpitations, dry skin and visual impairment outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, amenorrhoea, arthralgia, autoimmune thyroiditis, dry skin, feeling abnormal, female reproductive tract disorder, fistula, hypothyroidism, pain in extremity, palpitations, pelvic pain, tooth loss and visual impairment to be related to essure. Concerning injuries reported in this case the following ones were confirmed in patient medical records: joint pain, hypothyroid, amenorrhea, hashimoto and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality safety evaluation of ptc. Event of hashimoto's thyroiditis downgraded to non-serious. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.